Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. User error should be considered.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged the patient had a blood glucose of 528 mg/dl with no symptoms. During troubleshooting, customer support found that there was an issue with the basal and bolus max limit settings, and attributed the bg excursion to training/misuse. This complaint is being reported as the patient experienced hyperglycemia due to the basal and bolus max limit settings.